Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. No photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mx9968 lot number 23059033 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03may2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxguard administration set with needleless y-site(s) separated. The following information was reported by the initial reporter with the verbatim: tubing fell apart when syringe connected to port." "Went to administer IV ascorbic acid, drew back to dilute, and the tubing disconnected from the port area."

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.